Event description:
It was reported that an unspecified malfunction alarm occurred. The impact on the customer's blood glucose level was unknown, as they declined to answer if levels exceeded 500 mg/dl. Technical support decided to replace the pump, and the customer continued to use the current pump for insulin delivery.